Event description:
Customer reported device = 446 mg/dl at 10:34 am. A lab at 11:13 am =145 mg/dl. A repeat device result 2 hours later =256 mg/dl. No treatment was given. Controls were in range. A request was made for return product and replacement product was sent.